Event description:
It was reported that air bubbles were present in the system, specifically in the tandem mobi cartridge, and observed during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.